Event description:
It was reported patient underwent total hip arthroplasty with competitor product. Subsequently, patient had a procedure to remove prosthesis on (B)(6), 2012 and a cement spacer was put in place. Following procedure, x-rays reveal the cement spacer tip has fractured.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under warnings, number 3 states, "the patient is to be warned that there is a high risk of cement spacer fracture upon full weight bearing or high activity."